Manufacturer narrative:
(B)(4). After the submission of initial medwatch report, additional information received indicating that the device involved in the event is a non abbvie device. The manufacturer has been made aware of the event.

Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient was started on duopa therapy titration. Later that day, the patient was started on oral antibiotic keflex for stoma site infection. The following day, improvement noted.